Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 32 mg/dl. Customer stated that she had been sick for a few weeks and was not eating as much. She also reported that the insulin pump had alarmed for a loose drive support disk. Nothing further was reported.